Manufacturer narrative:
The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately one year post filter implant, imaging demonstrated that a filter limb may have detached from the rest of the filter. The detached component appears to be lodged in the psoas muscle. The discovery was incidental. An attempt to retrieve the ivc filter was performed, however proved unsuccessful. No report of injury to the pt.